Manufacturer narrative:
Eval summary: the qa (qa) investigation results were received on (B)(4) 2012. The production and qc documentation for lot number v1115, exp date 8/2014 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.

Event description:
Septic knee [arthritis bacterial]. Case description: spontaneous report was received on (B)(6) 2012, from a nurse regarding a (B)(6) male pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20) injection at 6 ml, once into the left knee. The lot number of synvisc was v1115. On an unspecified date in (B)(6) 2012, the pt developed septic knee. On (B)(6) 2012, the pt visited the primary care. On (B)(6) 2012, the pt underwent lavage of the knee. No action was taken with synvisc one. The outcome for the event of septic knee was not provided. Concomitant medications were not provided. The intensity for the event of septic knee was not provided. The relationship between synvisc one and the event of septic knee was not provided by the reporting nurse.